Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 835431) for female sterilisation. The patient had a medical history of foreign body in fallopian tube, tubal ligation (hysteroscopy bilateral tubal ligation with essure 2012), anxiety, nickel allergy (allergen : nickel-blistering of skin), depression, parity 1, gravida I, allergy to antibiotic and wisdom teeth removal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3875 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal - surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: (B)(6) 2023 (removal scheduled as per pif) essure start date discrepancy 01-aug-2012 or 10-aug-2012 essure device was removed using traction where the coils protruded from the cornual region. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 13-nov-2012: hysterosalpingogram indication: evaluation after tubal placement fluoroscopy is provided. Initial images demonstrate the presence of the essure tubes which are in acceptable position. There is no evidence for filling of the fallopian tubes nor is their evidence for free flow contrast past fallopian tubes any intraperitoneal spill. Air- bubbles are observed in the left cornua. Impression: no evidence for fallopian tube opacification. [Pathology test] on 21-mar-2023: surgical pathology report: fallopian tubes, bilateral salpingectomy: complete cross section of fallopian tube wall and lumen with fimbria. Clinical diagnosis: desire sterilization specimen: fallopian tube, bilateral salpingectomy microscopic description: received separately in the same container is a 14cm in length metallic coil device consistent with essure. There is a second metallic coil device present within one of the fallopian tubes. Batch no~835431 lot number:835431 manufacture date: 2011-02 expiration date: 2014-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal surgery scheduled on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: (B)(6) 2023 (removal scheduled as per pif). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 835431) for female sterilisation. The patient had a medical history of foreign body in fallopian tube, tubal ligation (hysteroscopy bilateral tubal ligation with essure 2012), anxiety, nickel allergy (allergen : nickel-blistering of skin), depression, parity 1, gravida I, allergy to antibiotic and wisdom teeth removal. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3875 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal - surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: (B)(6) 2023 (removal scheduled as per pif). Essure start date discrepancy (B)(6) 2012 or (B)(6) 2012. Essure device was removed using traction where the coils. Protruded from the cornual region. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: hysterosalpingogram. Indication: evaluation after tubal placement. Fluoroscopy is provided. Initial images demonstrate the presence of the essure tubes which are in acceptable position. There is no evidence for filling of the fallopian tubes nor is their evidence for free flow contrast past fallopian tubes any intraperitoneal spill. Air- bubbles are observed in the left cornua. Impression: no evidence for fallopian tube opacification. [Pathology test] on (B)(6) 2023: surgical pathology report: fallopian tubes, bilateral salpingectomy: complete cross section of fallopian tube wall and lumen with fimbria. Clinical diagnosis: desire sterilization. Specimen: fallopian tube, bilateral salpingectomy. Microscopic description: received separately in the same container is a 14cm in length metallic coil device consistent with essure. There is a second metallic coil device present within one of the fallopian tubes. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Lot number added. Surgical pathology added. Medical history and lab data updated, reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patients medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 21mar2023 (removal scheduled as per pif). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.